Event description:
A site reported that while transporting a patient across the elevator threshold, the ivent 201 shut down without an alarm. The clinician manually turned the unit back on. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.